Event description:
It was reported that the patient had an infection, as well as pain at the device site and a loss of therapeutic effect. She had a fever and went to the ER. Her fever dropped a bit, and due to the long wait at the ER she decided to go home. Further information is being requested from the hcp.